Event description:
During preventive maintenance on an 840 ventilator, covidien customer service engineer (cse) reported a blank lower display and loss of graphical user interface (gui) communication errors, which resulted in the unit having a blank lower display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphic user interface (gui) printed circuit board (pcb) and the gui to breath delivery (bd) cable. Cse also upgraded the software to the current revision. The device passed all tests, and was operating within MFR's specifications. (B)(4).